Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported adverse impact. Customer changed charging supplies to resolve the problem, using a secondary tandem wall adapter and charging cable.